Manufacturer narrative:
This report is submitted on july 15, 2022.

Event description:
Per the clinic, the patient experienced an infection at the abutment site that was treated with oral antibiotics. The device was explanted (date unknown). It is unknown if there are plans to re-implant the patient with another device.